Manufacturer narrative:
The manufacturer has been notified by FDA through mw5160136 that the patient voluntarily notified that she developed an allergy to titanium after installing an implant. She had melisa test done that confirmed the allergy and she had the implant removed. The product has not returned for analysis and has not been possible to verify if there are other complaints related to this case because no batch has been informed. The IFU of the product highlights that the product is contraindicated in case of titanium allergy, it is also indicated that, as the clinical outcome of dental treatment is influenced by multiple variables, the allergy is a residual risk that can occur even if the product is used according to the instructions for use. An unknown patient's condition, at the time of surgery, contribute to the event.

Event description:
The patient voluntarily reported the need to remove the implant after developing poisoning symptoms.